Event description:
The physician was attempting to implant a 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient; however it was reported that the stent could not cross the lesion, and when the stent was removed from the patient, the stent was noted to be damaged. Another 2.75mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent was then attempted, however the same event occurred. No patient injury occurred and no clinical sequelae were reported. Device evaluation: deformation was evident to the distal tip. The stent was positioned between the inner marker bands as per specification. Overlapping and bunching of the stent strut segments was evident at the mid and distal sections of the stent. (Ref MFR # 9612164-2011-01681 and 9612164-2011-01682).

Manufacturer narrative:
Results: stent deformation and failure to deliver device, root cause of the reported event cannot be determined based on limited information. Conclusion: root cause of the reported event cannot be determined based on limited information. (B)(4).